Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted for unknown reasons. No further information was available.